Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. The lead was able to be secured and the pocket was closed. An x-ray revealed the connector pin did not insert past the setscrew. The pocket was reopened and the lead was reinserted with the use of silicone oil. The lead was implanted.